Event description:
It was observed during device evaluation that the nozzle of the gastrointestinal videoscope was clogged with foreign material. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated h3 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. After a component analysis, the foreign matter was found to be organosilicon derived from medicine. Organosilicon is not a component derived from the endoscope but from medicine (antifoaming agent, etc.). The causes of the foreign matter adhesion are thought to be insufficient pre-cleaning and rinsing clear if reprocessing was completed per instructions for use (IFU). And insufficient drying due to buttons not being removed when storing the endoscope. It is unclear if reprocessing was completed per instructions for use (IFU).there was no deformation in the area where the foreign object remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in chapter 3, preparation and inspection, of the gif-1200n operation manual. The instruction manual for gif-1200n, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.